Event description:
It was reported that, the spacer instrument device was sterilized with the rest of the pkr instruments. Upon examination visually, it was noted the two spacer trails were warped or curved. Dr. (B)(6) used the instrument when he was trailing and determined the appropriate implant thickness. Upon removing the trail device, he stated it broke. Dr. (B)(6) spent approximately five minutes removing the broken debris from the patient spacer sight. He cleaned out site and thoroughly cleansed area.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.